Event description:
Complainant alleged that the medics were responding to a call for a pt in cardiac arrest. Bystander CPR was being performed on the pt upon the medics arrival on scene. During pt monitoring, the medics determined that the pt was in presenting and asystole heart rhythm. The medics then paced the pt. The complainant reported that the "pacing resulted in good capture, but no pulse. Other standard therapy eventually resulted in re-establishing a perfusing rhythm with a spontaneous pulse..." During transport the pt developed ventricular tachycardia and was found to have no pulse. At this time, the medic attempted to charge the device to 200 joules, but the device did not charge. The medics adjusted the energy level, but again the device did not charge. In addition, the device screen displayed dash lines when the medics then attempted to monitor the pt using the multi-function cable and the electrodes. The medics were able to successfully monitor the pt using the three lead ECG cable and ECG electrodes. The medics continued CPR until arrival at the hosp's emergency room, "where the pt's cardiac rhythm was found to have degenerated to ventriculr fibrillation and was resistant to defibrillation attempts and medication. The resuscitation was terminated by the emergency room physician" and the pt was pronounced.